Event description:
It was reported that the atrial lead was damaged by the implanting physician by electrocautery. The lead was explanted and replaced; no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically fractured due to melting. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to melting and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224drg implantable cardioverter defibrillator (ICD)  implanted: 2010-(B)(6), product ID 6935 implantable tachy lead implanted: 2010-(B)(6), 419588 implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.